Event description:
A medtronic representative reported that, while in a spine fusion procedure, screws in vertebrae l2-l5 were placed inaccurately by 1cm inferior. The surgeon navigated the pak needle, navlock violet with the thoracic probe, and suretraked another manufacturer screw system. All navigated very accurately. The surgeon used an open spine clamp on t9, placed screws in t9-l1 and took an o-arm spin; everything was accurate. Next placed screws in l2-l5 and took a spin; these screws were deemed inaccurate at this point. The surgeon opted to take another spin to re-auto register with the o-arm and the surgeon replaced the screws that were deemed inaccurate. A post-op spin was then taken and all screws were accurate. The surgeon completed the successfully procedure. There was no harm to the patient.

Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated and successful cases were subsequently performed without issue.

Manufacturer narrative:
Software investigation not completed at time of this report. Subsequent to this event, other procedures have been successfully completed using this system.